Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient received a bolus of 7.3 units of insulin from the omnipod 5 (op5) controller that was not requested or initiated by the patient. Follow-up information reported the patient's blood glucose dropped to 60 mg/dl following the uncommanded bolus. The op5 controller will be returned for further investigation, and the device will be replaced.

Manufacturer narrative:
In the case description, the user mentioned receiving a 7.3u bolus that was unprogrammed. Inspection of the insulin history of the returned controller was unable to find a 7.3u bolus on or around the date of occurrence. A 7u bolus that was manually adjusted by the user with no carbs and no bg was found to have been delivered on the date of occurrence. Inspection of the android log files downloaded from the controller found the engineering logs from the date of occurrence to be overwritten. It could not be conclusively determined if the controller was interacted with in order to deliver the 7u bolus. Inspection of the phb data found that the user's bgs did become low after delivery of this 7u bolus as reported of the 7.3u bolus, however their bgs were able to recover and increase back towards the setpoint. Inspection of the available engineering logs found that all boluses in the logs showed evidence of interaction in order to program, confirm, and start the bolus. It could not be conclusively determined if this 7u bolus was the intended unprogrammed bolus. The exact cause of the reported event could not be determined.